Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to procedure) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports the PICC was leaking just below the molded strain relief on the primary extension tubing (clear). Pvp and alcohol provided in kit was used to clean the area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with tegaderm and steri strips. The PICC was inserted on (B)(6) 2015 in the left ac. The line was used to continuously infuse fluids, no flushing needed. Chlorhexidine was used to clean the area. The hub was cleaned with chg wipes. The PICC was removed (B)(6) 2015 and was replaced with another dual lumen PICC. The status of the patient is ok.